Manufacturer narrative:
The investigation has determined that higher and lower than expected phenytoin (phyt) results were obtained from a non-vitros biorad quality control (qc) fluid using two lots of vitros chemistry products phyt slides on a vitros xt7600 integrated system. Vitros phyt lot 2621-0180-7298 biorad level 3 results of 16.0 and 26.2 were obtained on a calibration performed using a lot of iwf other than the one in use, which could affect patient results if it were to recur undetected and are therefore reportable against the reagent. The investigation has determined that higher than expected phenytoin (phyt) results were obtained from a non-vitros biorad quality control (qc) fluid using two lots of vitros chemistry products phyt slides on a vitros xt7600 integrated system. Vitros phyt lot 2621-0180-7298 biorad level 3 results of 36.9, 36.1, 38.6, and 40.0 ug/ml were obtained using a suboptimal calibration, which could affect patient samples if undetected and are therefore reportable against the calibrator. A definitive assignable cause could not be determined with the information provided. Historical biorad quality control for vitros phyt lot 2621-0180-7298 showed imprecision, which indicates that the reagent was not performing as expected in combination with the vitros xt7600, and a precision was not run on this lot. However, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros phyt reagent lot 2621-0180-7298. Within run vitros phyt and vitros crbm precision testing was performed on the vitros xt7600 integrated system using vitros phyt lot 2621-0180-7923 and an unknown lot of vitros crbm. The results of both precision tests were within acceptable guidelines, indicating that an instrument related issue or a vitros phyt reagent issue were not likely contributing factors to the events. Email address for contact office in field is (B)(6).

Event description:
The investigation has determined that higher and lower than expected phenytoin (phyt) results were obtained from a non-vitros biorad quality control (qc) fluid using two lots of vitros chemistry products phyt slides on a vitros xt7600 integrated system. Vitros phyt lot 2621-0180-7298 biorad level 3 lot 85303 results of 16.0 and 26.2 ug/ml vs. The expected result of 20.62 ug/ml the investigation has determined that higher than expected phenytoin (phyt) results were obtained from a non-vitros biorad quality control (qc) fluid using two lots of vitros chemistry products phyt slides on a vitros xt7600 integrated system. Vitros phyt lot 2621-0180-7298 biorad level 3 lot 85303 results of 36.9, 36.1, 38.6, and 40.0 ug/ml vs. The expected result of 20.62 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected vitros phyt results were obtained from a non-vitros quality control fluid and no results were reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number one of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4)and (B)(4).